Manufacturer narrative:
Device evaluation- one used device was returned for evaluation. The returned device was confirmed to have damage present at the suction/inflation line. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. This review included the following procedures: bonding of suction line to tubing, product testing and inspection, assembly and packaging. The manufacturing facility also performed an in-process visual inspection of 32 products that were in the assembly area: this inspection showed no issues with the products being assembled. The investigation could not definitely establish root cause; the issue either occurred due to damage during use or the issue was present and not detected by manufacturing personnel.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a crack was found to the middle portion of a smiths medical portex® blue line ultra® tracheostomy tube between the flange and the suction line's connection port. There were no reported adverse patient effects.